Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 150 to 170mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 11/28/2016. The meter memory was reviewed for previous test result history: :113mg/dl (B)(6) 2016 10:26 am fasting: yes. :138mg/dl (B)(6) 2016 09:14 am fasting: yes. :92mg/dl (B)(6) 2016 11:37 am fasting: yes. :148mg/dl (B)(6) 2016 09:23 am fasting: yes. :171mg/dl (B)(6) 2016 11:47 pm fasting: yes. The customer called with concerns regarding their meter reading low. On (B)(6) 2016 at 4:33pm she obtained a result of 77mg/dl and tested a minute later using the true result meter and obtained a result of 99mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 150 to 170 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer called with concerns regarding their meter reading low. On (B)(6) 2016 at 4:33 pm she obtained a result of 77 mg/dl and tested a minute later using the true result meter and obtained a result of 99 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4). Correction: returned meter and returned test strips evaluated with no defects found.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 150 to 170mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 113mg/dl (B)(6) 2016 10:26 am fasting: yes, 138mg/dl (B)(6) 2016 09:14 am fasting: yes, 92mg/dl (B)(6) 2016 11:37 am fasting: yes, 148mg/dl (B)(6) 2016 09:23 am fasting: yes, 171mg/dl (B)(6) 2016 11:47 pm fasting: yes,. The customer called with concerns regarding their meter reading low. On (B)(6) 2016 at 4:33pm she obtained a result of 77mg/dl and tested a minute later using the true result meter and obtained a result of 99mg/dl.